Manufacturer narrative:
(B)(4). Reported event of pull wire detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, while attempting to remove a stone, the pull wire broke 10cm proximal to the basket of the device. The detached pull wire with basket was successfully retrieved from the patient using a reusable ureteral grasper. The procedure was completed with another zero tip¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual analysis of the returned zero tip¿ stone retrieval basket found the basket was in the closed/retracted position when received. The sheath was found kinked and buckled from the distal end. A functional evaluation appeared that the basket would not open, however further evaluation was performed by removing the sheath and revealed that the basket was detached. The basket was not present and was not returned for analysis. During manufacturing the devices are inspected for device functionality and integrity. Most likely that during the procedure the basket could have been interacting with the scope or with other devices and it may have stuck and detached from the cannula joint section. Stone size and density, user technique, tortuous anatomy and other procedural factors could also possibly contribute to the basket detaching by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause selected for the complaint is "operational context". The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a zero tip&#10259;tone retrieval basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, while attempting to remove a stone, the pull wire broke 10cm proximal to the basket of the device. The detached pull wire with basket was successfully retrieved from the patient using a reusable ureteral grasper. The procedure was completed with another zero tip stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.